Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to clog in the nozzle of the air/ water supply. In addition to the findings in b5, evaluation found the following: distal end plastic cover had scratches around channel opening, bending section cover glue had a crack, objective lens had a tiny chip and old glue, light guide lens had old glue, light guide tube had a cracked yellow ring, the control knob had play, and the angulation was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was no flow from the air/water system of the gastrointestinal videoscope and the scope was clogged. There was no report of patient harm, procedural delay, or injury. The device was returned to olympus for device evaluation and found the nozzle clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.